Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Analysis of the device memory also indicated the right ventricular lead integrity alert triggered and there was unexpected delivery of a ventricular tachyarrhythmia therapy. Concomitant medical products: 5072, lead, implanted: (B)(6) 2007; 4193, lead, implanted: (B)(6) 2007.

Event description:
It was reported that the patient received inappropriate therapy. It was also reported that the right ventricular (rv) lead had high pacing impedance. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation was ruptured. If information is provided in the future, a supplemental report will be issued.